Event description:
Rptr is rn calling on behalf of home health pt. Rptr stated pt received the er1 message when she first obtained the meter. Technique was suspect. Rptr stated that no other er1 messages have been observed.